Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "as customer puts in battery, alarm goes off. Screen will not go on." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The facility representative reported an ipump with a condition of "as customer puts in battery, alarm goes off." This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed, finding one failure of an occlusion message was noted during the manufacturing of this device. The sensor was re-calibrated and passed all subsequent testing. A service history review was also performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of an ipump that "when customer puts in battery, alarm goes off" was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. No repairs were made to fix the reported condition.